Event description:
It was reported that during use, medical fluid leaked. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures received: two pictures were included in attachments for evaluation, cracking luer was detected. Sample received: one (1) sample was received in used conditions without original package. Visual inspection results: it was observed a cracking on luer lock adapter female, this condition could cause a leak. Funtional test: leak test was performed on sample received; test failed, complaint was confirmed. Supplier was notified about the issue reported for broken component. The cause of the reported problem was traced to a component supplied to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.